Event description:
Provider states wheels wearing strange.

Manufacturer narrative:
(B)(4). MFR report # 1531186-2013-02134 indicting the manufacturer as unknown. The correct manufacturer is kenstone metal.